Event description:
An article titled "complications and safety of vagus nerve stimulation 25 years experience at a single center" as published and the abstract was reviewed, which included adverse events involving 14 vns patients. In many procedures performed between 1990 and 2014, patients suffered from complications related to vns surgery: post-operative hematoma, infection, vocal cord paralysis, facial palsy and others. Manufacturer report # 1644487-2016-00004 involves the patient 1 who had a post-operative hematoma. Manufacturer report # 1644487-2016-00005 involves the patient 2 who had a post-operative hematoma. Manufacturer report # 1644487-2016-00006 involves the patient 3 who had a post-operative hematoma. Manufacturer report # 1644487-2016-00007 involves the patient 4 who had a post-operative hematoma. Manufacturer report # 1644487-2016-00008 involves the patient 5 who had a post-operative hematoma. Manufacturer report # 1644487-2016-00009 involves the patient 6 who had an infection. Manufacturer report # 1644487-2016-00010 involves the patient 7 who had an infection. Manufacturer report # 1644487-2016-00011 involves the patient 8 who had an infection. Manufacturer report # 1644487-2016-00012 involves the patient 9 who had an infection. Manufacturer report # 1644487-2016-00013 involves the patient 10 who had an infection. Manufacturer report # 1644487-2016-00014 involves the patient 11 who had a vocal cord paralysis. Manufacturer report # 1644487-2016-00015 involves the patient 12 who had a vocal cord paralysis. Manufacturer report # 1644487-2016-00016 involves the patient 13 who had a vocal cord paralysis. Manufacturer report # 1644487-2016-00017 involves the patient 14 who had a facial palsy.

Event description:
Additional information was received that this was post-operative hematoma. It was reported that the hematoma occurred after primary implantation and the patient was treated conservatively.